Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked. Additionally, it was reported that a cartridge alarm occurred during the load sequence. Customer¿s blood glucose level ranged from 400-499 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
D9, h3, remove h10 (the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.)